Manufacturer narrative:
Device evaluation is anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
The damage to the motor and the cause of impedance variation is unknown. Please see attached returned product evaluation.

Event description:
The customer alleges the scooter would not stop after release of the throttle, resulting in a fall. The customer sustained injuries requiring a hospital ER visit.

Event description:
The customer alleges the scooter would not stop after release of the throttle, resulting in a fall. The customer sustained injuries requiring a hospital ER visit.